Event description:
It was reported that there were coupling and/or communication issues. Use of the antenna locator (al) feature resulted in a power-on-reset (por) displayed on the implantable neurostimulator recharger (insr) screen which then led to the normal recharging screen. It was later reported there was a "call your doctor" icon displayed and a por condition was reported. The por could not be cleared. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).